Event description:
The account alleged the bed will not go into trendelenburg.

Manufacturer narrative:
While troubleshooting with the account, technical support found the bed has no head down which will cause trend not to work. Repairs have not been completed.